Manufacturer narrative:
Other text: no device was returned for investigation. No lot number provided so no DHR review could be done either.

Event description:
It was reported that there was a pinhole in the product making IV fluids leak.